Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (psuj). After the replacement, the encountered issues with reprogramming, but was able to resolve the issue with help from technical support. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in after a power cycle to report a 23087 fault on universal surgical manipulator (usm) 4. The customer did not have time to troubleshoot and disabled the usm for the case. The system logs were not available at the time. The procedure was completed as planned with no reported injury.